Event description:
It was reported that an audible alarm started a couple of days ago but telemetry was not yet performed. It was indicated that the patient's last refill was at the end of (B)(6) and a printout was done on (B)(6) 12 which was a few weeks past the refill date. The reporter stated that the pump was empty. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).